Event description:
A red alert for high pacing lead impedance was detected on this rv lead on (B)(6) 2011. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).